Event description:
The margins of the duraplasty were intact suture to the previous dural margins. However, there was an opening in the integra duraplasty itself. Linear defect noted in center of prior duraplasty. Attempted to primarily repair, but synthetic material tearing with suture. Muscle graft and dura seal used to patch defect. Manufacturer response for dural graft, integra bp dural graft 6x8cm - integra bp dural graft 6x8cm - (B)(4) (per site reporter). This is under investigation.